Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device was unable to power on using battery power; however, the device was still able to power on using battery power. Stryker reseated pcb-mounted jack connector, designator j47 and replaced the power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.